Event description:
It was reported that an error code auxiliary control unit (acu) watchdog failure occurred. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history review (DHR) review. A product sample was received for evaluation. Visual and functional testing were performed. Both seals were intact. Top and bottom cases are in excellent condition. No visible contamination. Primary audible alarm post found in event history log (ehl) and auxiliary control unit (acu) watchdog failure found in ehl as sympathy alarm to primary alarm. The technician was unable to duplicate customer reported problem at power up process. The root cause of the reported issue could not be determine. No external damage or contamination to interconnect board or speaker. Replaced interconnect board and speaker as preventive measure. Power up process and all the functional tests passed.